Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the surgery for asd was performed by using verse tab breaker. The fixed area was t11 ¿ s2ai. When the last tab of the verse screw was broken, a piece of something fell into the patient. The surgeon stated something was broken. When checked, the tip of the tab breaker had been detached from the body of the tab breaker. (It might be a stopper attached to the side of the body, which the tab was supposed to enter). When checked, there was no problem with the size of the broken tab or the amount of the broken tab. There would not be any problem with handling the complaint device. The tab might get caught in the soft tissue and was not inserted straight, or the tab might have get caught in the stopper part of the tab breaker body. The surgery was completed with no delay, and there was no adverse consequence to the patient. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the leaf spring had fractured. Device was then sent for fracture analysis. The fracture analysis report suggests that the leaf spring underwent a static overload failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tab breaker¿s leaf spring fracturing cannot be positively determined. However, the fracture analysis report suggests that the leaf spring underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.